Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the head uplink tests were out of specification and that the programmer head would not interrogate. The cable was replaced. Analysis also found that the head's label was missing the back coating and the label was replaced. (B)(4).